Event description:
Additional information received. Rep reported cause not completely determined but after getting x rays, the leads have moved which could also mean the leads were pulled on from the implant side as well. Consent has been signed for a revision to occur and more can be found at that time. Rep reported they are in the process of trying to get a revision for the leads. Patient has signed consent but now waiting for insurance approval and scheduling. No known date at this time. Issue has not been resolved but there is a resolution in the future. With a revision we will be able to clarify that the leads are securely connected at implant and we will know that they are placed correctly within the spinal column as well. Rep indicated they do not know weight of the patient but the patient is overweight and would most likely fall into the obese category.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022: product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). The reason for call was rep called after meeting with pt and reported that pt stated they fell about 7-10 days ago, and while they did not land on the ins site they had to twist abruptly and catch themselves. Pt reported that since that fall they have experienced sharp, shocking-like pain near the ins site when stimulation is on. Rep reported that the pt's ins had always seemed somewhat mobile in the pocket, and the site did not look like it had changed. Rep reported that impedance check showed 'many high impedance values' on the 0-7 lead, so they programmed pt only on 8-15 with a lower intensity, and this seemed to allow pt to have stim on comfortably without any pain. Rep reported that they already spoke with pt's hcp and they plan to get imaging of the implanted system. Technical services (tss) also recommended checking impedance and connectivity at their next meeting with the pt in different positions that may indicate the leads are not secure in the header block. Rep reported they are planning to meet with pt next week to check in and will run these tests, and call back to update case with any pertinent information, further troubleshooting, or hcp plan moving forward.